Event description:
The customer confirm the procedure was 45 minute long and nobody was affected. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the user¿s handling due to the following: - the cover could have covered hook at the scope tip and may not have gotten over it completely. As a result, attachment was insufficient, the cover was easy to come off the scope. However, the root cause of the phenomenon could not be specified. The event can be detected and prevented by following the instructions for use which state: -operation manual includes the detection way at chapter 4 - 4.1. -operation manual includes the preventive measures at chapter 3 - 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304 - 2023 - 00122.

Event description:
An olympus representative reported to olympus on behalf of the customer that during a diagnostic and therapeutic endoscopic retrograde cholangiopancreatography using this duodenovideoscope, the distal cover fell into the patient. The procedure was completed with a ratooth forceps to retrieve the distal cover. There was no procedural delay and no reports of patient or user harm associated with this event. Patient identifiers: (B)(6)- duodenovideoscope (B)(6)- single use distal cover this report is for (B)(6).